Event description:
It was reported that the nurse stated they have a patient on their arctic sun device stat. The device was alarming low flow. Nurse had emptied pads and disconnected, confirmed no kinks and reconnected pads but still alarming low flow. Had nurse empty pads and disconnect. Walked through enabling manual control. Without pads, water flow rate (wfr) was 0 l per min, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 52 percentage, system hours were 608, and pump hours were 497. After a minute, water flow rate (wfr) was still 0 l per min. Had nurse disconnect fluid delivery line (fdl) and place finger over right port, nurse noted a little suction. Suggested nurses send the device down to biomed to evaluate, it might be the flow meter. Per follow up information received via task on 29apr2026, spoke with biomed who confirmed device was received. They are unsure at this point if this was a circulation pump failure or due to the flow meter. The device had a preventive maintenance in february and pump hours were still low, so it was likely a flow meter failure. They requested the preventive maintenance replacement parts list.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.